Manufacturer narrative:
(B)(4). The drivers were returned for evaluation. Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces are plastically deformed. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the tips of the drivers broke off while inserting bonescrews into the ileum. No patient complications were reported.